Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed rising pacing impedance, rising/high thresholds, short v-v/sensing integrity counter (sic), and diminished r-wave amplitude/diminished sensing. It was noted that the patient had a recent coronary artery bypass graft (CABG) procedure and it was thought that the short v-v/sensing integrity counter (sic) could potentially be related to the use of a cautery during the CABG procedure. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.